Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, reservoir tube lip, and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus. Customer's blood glucose level was 204 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.